Event description:
It was reported that stent damage occurred. The target lesion was located in the 28mm length to 2.25mm width left circumflex (lcx) artery. A 28 x 2.25 promus premier drug-eluting stent was advanced, resistance were encountered in the severely tortuous and severely calcified lcx. It was noticed that after multiple attempts to cross the lesion the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Promus premier ous mr 28 x 2.25 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 884 mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6). Device is a combination product.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the 28mm length to 2.25mm width left circumflex (lcx) artery. A 28 x 2.25 promus premier drug-eluting stent was advanced, resistance were encountered in the severely tortuous and severely calcified lcx. It was noticed that after multiple attempts to cross the lesion the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.